Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with two implantable neurostimulators (inss). Rep reports there were red "x's" on the impedance on 0-7 side of lead. Caller reprogrammed pt and recaptured coverage and pt is getting better stim and a longer recharge duration estimate (per tablet). Pt getting bilateral coverage. No symptoms were reported. Additional information was received from the rep. Rep reports impedendes were in left sided battery and it was electrodes 0-7. All electrodes had red icons when lead connectivity was checked. Message came across stating lead may not be properly connected. Rep reprogrammed the patient using 8-15 and pt was getting bilateral coverage and said it felt better than original programming they had. Recharge interval was also better than previous usage. The pt was happy programming and said they didn¿t want to pursue and surgery to revise anything at this time.